Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. The patient noted to be deceased, deemed not device related. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling. Additional, corrected, and/or changed data: a2, b3, b5, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on 13/jun/2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received. As per the ppf form, the patient underwent a ventral incisional hernia surgery and was implanted with a strattice device lot # sp100007, reference #1525002 on (B)(6) 2014. On (B)(6) 2023 , patient underwent excision of the infected mesh from the hernia and resection of part of the small bowel. Patient experienced mesh erosion through, dense scar tissue around area and fistula formed between the small bowel and another pat of the gastrointestinal tract with open wound on the abdomen that would drain and needing to be patched up. The form lists the condition that was treated: (B)(6) 2003, placement of prolene soft polypropylene mesh. On (B)(6) 2014, partial removal of prolene soft polypropylene mesh and placement of strattice mesh. On (B)(6) 2023, performed the removal of the strattice mesh. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. The patient noted to be deceased, deemed not device related. No information was provided on the indication for the initial surgery or the reason for the removal or revision.